Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, 90% stenosed, mid right coronary artery (rca), after pre-dilatation with a balloon dilatation catheter (bdc), the 2.5 x 12 mm xience prime stent was implanted; however, a stent edge dissection was noted. A different stent was implanted as treatment without reported issue. There was no reported adverse patient sequela. No additional information was provided.